Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Interrogation of the device revealed the pump was being used to infuse 1.0 mg/ml of saline at a rate of 0.0480 mg/day. Evaluation of the implantable pump serial number (B)(4) did not identify any anomalies. The returned pump passed all testing in the laboratory. Evaluation of the implantable catheter serial number (B)(4) revealed coring in the cup of the sutureless connector (sc). Leaking was observed from the sc connector during pressure leak testing in the laboratory. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding an implantable drug infusion pump. The drug being delivered was unknown, and the reason for use was unknown. It was reported that the patient¿s pump was explanted because it was ¿defective.¿ the pump was ¿not working properly.¿ the issue was resolved at the time of the report. No symptoms were reported. No additional information was provided. If additional information is provided, the event will be updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.